Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg. The pt indicated she had not charged her ipg in over 5 months. The sjm representative met with the pt and confirmed the issue. The pt has not determined what course of action she wants to pursue next.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.